Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that he entire casing of her onetouch ultramini meter had broken. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient detailed that she manages her diabetes with ¿glucsuch¿ medication and continued taking her usual dose of medication in response to the alleged issues. The patient claimed that three days after the alleged issue she developed symptoms of ¿blurry eyes and fainted¿ and that on (B)(6) 2015, she visited a doctor¿s office where she had a blood glucose test performed on a clinic meter which gave a result of ¿498mg/dl¿ and she was treated with insulin. During troubleshooting the cca noted that it was not the first time the meter had been used however the meter had cracked due to misuse. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event and subsequently received medical intervention from a healthcare professional after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.